Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain on intercourse') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criterion intervention required), candida infection ("severe candida") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in 2020. At the time of the report, the dyspareunia, candida infection and mood swings outcome was unknown. The reporter considered candida infection, dyspareunia and mood swings to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain on intercourse') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criterion intervention required), candida infection ("severe candida") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed in 2020. At the time of the report, the dyspareunia, candida infection and mood swings outcome was unknown. The reporter considered candida infection, dyspareunia and mood swings to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.